Event description:
This ra lead was implanted on (B)(6) 1995 and was explanted on (B)(6) 2014 due to noise. The physician was dr.(B)(6) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2)